Event description:
Received information device interrogation was done and high impedance > 36,000 ohms was found on electrode 0. Reprogramming was completed and electrode 0 was not being used for stimulation. No surgical intervention was planned. Patient outcome was reported as resolved without sequela with improved bilateral leg paresthesia.

Manufacturer narrative:
(B)(4).